Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9141620. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: no same defect complaint from same lot, no trend for this product. Root cause description: a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y could not connect. The following information was provided by the initial reporter: "during the usage of the indwelling needle, the indwelling needle interface and clave connector cannot be tightened. "